Event description:
It was reported that during the implant procedure, the screw would not extend or retract. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead returned in segments. Lead was returned with the helix fully extended, blood and tissue (coded efte) on it; blood and tissue on the helix from dislodgement most likely caused the helix to not retract. The helix is stretched out of specification. Upon visual inspection, it was noted that all the conductors were cut, all insulators were breached/cut and the outer insulation was breached/cut. Upon inspection, it was noted that the helix/lobe of the lead was distorted/bent. There was blood in/on helix/lobe mechanism.